Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was no longer stimulating and no longer communicated with the patient programmer or recharge system. Surgical intervention may be necessary to replace the patient's scs ipg.